Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How many days post-op did the patient experience wound dehiscence? Was there any precipitating stress factor for the suture breakage post-op? What tissue layer dehisced? Was medical or surgical intervention performed? If yes, please provide the date. If surgical intervention was performed, what was the appearance of the suture during the second procedure? Did the stratafix suture break? If so, where did the breakage occur (termination, middle, end)? Other relevant patient history/concomitant medications, lot #? If applicable, will product be returned, return date, tracking information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date between (B)(6) 2019 and barbed suture was used on the subcuticular tissue. Topical skin adhesive was used for the skin. Post operatively, the patient experienced wound dehiscence. In the surgeons opinion, post-op suture breakage caused the patient event. Most likely, the patient was resutured. The patients current status is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: concomitant product. A manufacturing record evaluation was performed for the finished device batch pdj118, sxmp1b103 and no non-conformances were identified. Additional information was requested and the following was obtained: lot# pdj118. Surgeon using dermabond advanced and mepilex ag for skin.